Event description:
Case description: this case was linked to (B)(4), referring to the same reporter. This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+) into the mid face. Batch number was reported as unknown. Radiesse (+) was hyperdiluted (product preparation issue, off label use of device). After the radiesse (+) injection, the patient experienced an occlusion in the nasal malar area. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) for injection into the mid face is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.